Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; no photographs were provided for evaluation. The component impacted by the reported leak was the set drain bag. All accessories provided within the prismaflex set, including the drain bag, are single use products. The reported leakage occurred 24 hours after the start of therapy. Once used the drain bag must not be emptied and reused during the same therapy. The filling/emptying cycles lead to physical constraints on the bags, eventually causing pinholes to form and allow leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to unintended use of the effluent bag. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the drain bag of a prismaflex m150 set approximately 24 hours after the start of continuous renal replacement therapy. The set was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.